Manufacturer narrative:
Reported event an event regarding screw migration involving an unknown screw was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause could not be confirmed because insufficient information was provided. Further information such as x rays, revision op reports are required to determine root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will re reopened.

Event description:
It was reported that the patient's left hip was revised due to pain. Surgeon reported that approximately 3 threads of an acetabular screw penetrated the acetabulum. A head, liner, and screw were revised. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.